Manufacturer narrative:
Block b3: approximated based on the event date provided in the medwatch form ((B)(6) 2024). Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during a sphincterotomy procedure performed on an unknown date. During the procedure, it was noted that the tome cutting wire used during the sphincterotomy had broken off on one end towards the end of the procedure but was intact. Since the cutting had already been accomplished, a new tome was not necessary. According to the procedure note from the doctor, during a 5 mm biliary sphincterotomy, a standard monofilament traction sphincterotome was used with erbe electrocautery. There was no post-sphincterotomy bleeding. The biliary tree was then swept with an 11 mm balloon, starting at the bifurcation, to remove sludge from the duct. One stone was successfully extracted, and no stones remained. A 0.025 inch by 270 cm straight visiglide wire was passed into the ventral pancreatic duct, which was then deeply cannulated with the 11 mm balloon. A 5 fr by 3 cm plastic stent, featuring two external flaps and no internal flaps, was placed 2.5 cm into the ventral pancreatic duct. Clear fluid flowed through the stent, confirming it was in good position. The procedure was completed with the original device. There were no patient complications reported as a result of this event.